Event description:
It was reported that during a stenting treatment procedure, stent damage and removal difficulty occurred. The 90% stenosed target lesion was located in the non calcified and severely tortuous right coronary artery. Rotational atherectomy was performed and the 3.5 x 20mm promus element mr stent delivery system (sds) was advanced through a non bsc guide catheter over a non bsc guide wire. Upon the attempt to position the device by withdrawing, the stent was flared and was unable to be withdrawn into the guide catheter. The non bsc guide catheter was removed, then the sds. The devices were removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage and removal difficulty occurred. The 90% stenosed target lesion was located in the non calcified and severely tortuous right coronary artery. Rotational atherectomy was performed and the 3.5 x 20mm promus element mr stent delivery system (sds) was advanced through a non bsc guide catheter over a non bsc guide wire. Upon the attempt to position the device by withdrawing, the stent was flared and was unable to be withdrawn into the guide catheter. The non bsc guide catheter was removed, then the sds. The devices were removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. The struts on the third and fourth row on the proximal end of the stent were misaligned, and raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).